Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), presented to the emergency room after receiving shock therapy. Review of device memory revealed that the device delivered inappropriate shock therapy for atrial fibrillation (af) with rapid ventricular response. It was reported that the rhythm was initially detected in a monitor only zone, was then redetected in the ventricular tachycardia (vt) zone and then went straight to therapy. Boston scientific technical services (ts) discussed the rhythm ID feature and detection enhancements. Ts also discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.